Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, the patient has excessive mobility in tooth #25. Doctor has concern that the tooth may move out of the bony housing as it is positioned very buccal in the arch. Further orthodontic treatment is recommended for consultation with an orthodontist. Patient advised to discontinue aligner therapy.